Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012751410 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. During functional testing, the pulseselect generator terminated the therapy delivery due to system error #2000. Electrical continuity test revealed an open loop on the electrode # 2, 8 wires. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the handle segment, it was observed that the electrode #2 and 8 wires were broken. In conclusion, the loop catheter failed the returned product inspection due to the broken electrode wire observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure when the catheter was inserted and connected, the signal were not very clear and showed a lot of noise on most of the signal pairs. The staff checked all connections and attempted to exchange the cable from the console to the pinbox, the catheter cable, and the pinbox to exclude these as sources of the issue. Exchanging the catheter mostly resolved the problem, but one electrode pair remained noisy. The procedure was continued. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.